Event description:
It was reported that the lead was replaced due to high impedance trends. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7274, defibrillator, (B)(6) 2004; 5076-52, implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.